Manufacturer narrative:
The device was returned to olympus for inspection. The issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed error 128 (communication error). There were no reports of patient harm.